Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient did not charge the ipg for a year and the ipg became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.